Event description:
It was reported that 2 weeks prior to the report the patient noticed discomfort and pain and 1 week prior to the report the patient noticed a wire and had moved to the surface of the skin. The patient could feel the wire. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID neu _recharger_acc, product type recharger. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).